Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump delivered at a lower rate or volume than programmed (under infusion) in the out patient department. It was also reported that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "under infusing issue", which was not reproduced or confirmed. The device investigation found that the device passed all flow rate accuracy testing and operated as designed. No defective component could be identified. This MDR was initially reported due to the absence of event information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04794 can be removed from the FDA database.